Event description:
It was reported by the affiliate that the one tlc75 was used during a colon resection procedure. It was reported that during firing, the trigger was moved and stopped halfway. The user was experienced and opened another device to complete the case. There was no pt consequence.